Manufacturer narrative:
This MDR report is part of the (B)(6), exemption number e2015055. Three devices were received for evaluation; three events were confirmed during testing. Three devices were found to be affected by a worn trigger assembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device ran while in safe mode. Two reported events had no patient involvement; no patient impact. One reported event had no information available from the facility regarding patient involvement or patient impact.